Event description:
It was reported that during a pancreatoduodenectomy procedure, some of the staples were malformed at 1st firing. The procedure was completed by hand-suturing. There was no pt consequence.